Event description:
Ous MDR - one day post-implant, all readings were normal. Device interrogation showed the mode was doo then back to ddd with an atrial lead error and a ventricular output of 6v at 0.4ms. At the follow-up three days later, the device showed eri with vvi and the v output at 7.5v at 1ms. Device was then reprogrammed vvi 30 with an output of 0.2v at 0.1ms. Device was checked (B)(6) 2012 and the mode was vvi at 30 with v output at 2.0v at 0.1ms. Battery status was still at eri. Patient had mitral valve plasty asd repair on (B)(6) 2012, where the pt experienced systolic arrest. Ppm insertion on the (B)(6) 2012. Septal myomectomy and mitral valve prosthesis on the (B)(6) 2012. It was at this time that it was noted, due to the surgery and the nature of the surgery, the leads had been dislodged. A temporary pacemaker wire was then inserted. Patient was scheduled for lead repositioning (B)(6) 2012.

Manufacturer narrative:
Ous MDR.